Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) at l3/4 due to intervertebral disc degeneration and spinal canal stenosis. Intra-op, the tip of the shaver broke when scratching was being performed at the intervertebral disc of l3/4. The intervertebral disc space was narrow and the bone was hard as well. After that, the product was replaced with a rotate distractor as a substitute. Since the tip was left behind in the intervertebral disc space, the intervertebral disc space was expanded using a long distractor, and the broken part was removed with kocher clamp. It has been confirmed by checking the image and x-ray that there were no fragments of the broken part remained in the patient. There was a delay of less than 60 min in overall procedure. There were no complications to the patient as a result of this event.

Manufacturer narrative:
Product analysis results: visual and optical examination identified that the tip of the shaver has been sheared off. This is consistent with over-torque. The hardness of the material is within print call out limits. If information is provided in the future, a supplemental report will be issued.